Event description:
After gamma3 surgery, lag screw cutout was found. This case was presented at the meeting of (B)(6) for fracture repair on (B)(6) 2014. It is the 1st case of two cases.

Manufacturer narrative:
The reported event indicated that the initial implants had fulfilled its tasks without any confirmed damages. Due to missing medical information it could not be determined whether the event actually presented a cut-out or rather a medialization of the lag screw. In case of a cut-out the femur neck slips over the lag screw ¿ in most of the cases due to torsional displacement and poor bone substances. In case of medialization the lag screw proceeds into and sometime penetrates the femur head ¿ in most of the cases an insufficiently placed set screw has been the root cause. In both cases the event will not be caused by any deficiency of the device(s). Device will not be returned.